Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable hemodynamic pressure sensing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that there was a gradual increase in impedance on the right ventricular lead and it is now high. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.